Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead dislodged. The leads were successfully repositioned and remains in use. The patient was a participant of the post approval network cardiovascular group study. No patient complications have been reported as a result of this event.